Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that there was an open circuit on the inspiratory tube of an rt340 adult dual-heated evaqua breathing circuit. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4) . The rt340 adult dual-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The rt340 adult dual-heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that there was an open circuit on the inspiratory tube of an rt340 adult dual-heated evaqua breathing circuit. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the inspiratory and the expiratory tubes of the complaint rt340 adult breathing circuit was returned to fph in (B)(4) for inspection. The electrical resistance of the heater wires was tested using a multimeter. A continuity test was used to locate the break in the heater wires. Results: electrical resistance testing showed that the inspiratory heater wire was open circuit. Continuity testing showed that the open circuit in the inspiratory heater wire was located in the connection between the heater wire and the heater wire pin inside the "overmoulded" plug. No fault was found with the heater wire in the expiratory tube. A lot check was not performed as no lot information had been provided. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production. (B)(4).